Manufacturer narrative:
Investigation: a visual inspection revealed the silicon and latex had burst. The suture had shifted. There was some evidence of blood. Based upon the visual observations, the reported complaint "balloon ruptured" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port ruptured. A replacement unit was used to compete the procedure. There were no pt effects. The product was returned.